Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular (rv) lead, the impedance on the rv pacing lead was beyond the expected upper range, and the unexpected delivery of a ventricular tachyarrythmia therapy. Analyst commented, 16 episodes with v-v intervals less than 220 milliseconds between (B)(6) 2016. One inappropriate shock delivered on (B)(6) 2016 due to non-physiologic sensing. Rv pace impedance steady at approximately 720 ohms through (B)(6) 2016, spikes out of range to 988 ohms by (B)(6) 2016. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Event description:
It was reported that during use of right ventricular (rv) lead the patient experienced inappropriate shock/therapy due to apparent lead fracture. It was also reported that the rv lead exhibited high impedance and noise with phases of failed sensing. The rv lead was scheduled for explant. During the rv lead explant procedure it was not possible to explant the lead due to thrombosis of the superior vena cava (svc). It was reported that insulation damage was noted. The rv lead remains in use, and explant planned for a later date. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.